Event description:
It was reported that: pt has bilateral hip replacements. Pt states that he has pain in both hips. Pt is reporting that he has had blood work and MRI done. Pt states that he has to have revision surgery on both hips, but hasn't set date yet.

Manufacturer narrative:
Due to the ongoing litigation, no additional information is available at this time. If additional information is received, it will be reported on a supplemental report.